Manufacturer narrative:
Initial report ref to natus complaint (B)(4). The customer confirmed that the affected product is available and will be returned for evaluation. Risk review: doc (B)(4) rev 07 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system identified hazard ID 5.14 cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm) - delay in patient treatment further investigation to be carried out.

Event description:
Nt821731c - during drainage bag change, luer lock connection site cracked. There was no delay in surgery or injury, medical intervention was required to replace the system.

Event description:
Nt821731c: during drainage bag change, luer lock connection site cracked. There was no delay in surgery or injury, medical intervention was required to replace the system.

Manufacturer narrative:
Follow up report 002 ref to natus complaint#: (B)(4). Update to section d4: expiration date, update to section h4: manufacturing date, sterile date: 28 sept 2023. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformance's observed. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. 43,675 nt821731c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The device was misplaced by a previous employee who is no longer with the company. Based upon the information given by the customer, the component states that the spin luer lock broke. However, the device was not able to be located, and the picture provided does not give a good representation due to the part be wrapped with tape. It is not possible to determine the failure mode. Failure mode: device not found - unable to determine.

Event description:
Nt821731c - during drainage bag change, luer lock connection site cracked. There was no delay in surgery or injury, medical intervention was required to replace the system.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). (B)(6) 2024: qa requested follow up from labs on product return to natus. (B)(6) 2024: review of product evaluation form shows no associated capas found. (B)(4). Review of medical device hazard analysis shows incident to identify as an acceptable risk. Depot repair could not confirm the failure as the product was not returned for evaluation. Further review to be carried out before final closure.